Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly. The embolization coil was compressed proximally, stuck inside the introducer sheath due to dried blood, and intact with the pusher assembly. The outer diameters (ods) of the embolization coil and the pusher assembly hypotube were measured and found to be within specification. The introducer sheath was skived off to measure its inner diameter (ID), which was also found to be within specification. Conclusions: evaluation of the returned device revealed the embolization coil was compressed proximally and stuck in the introducer sheath due to dried blood. The proximal compression of the embolization coil may have contributed to the resistance experienced by the physician. The ods of the embolization coil and pusher assembly hypotube, as well as the ID of the introducer sheath, were measured and found to be within specification. The non-penumbra microcatheter in the complaint was not returned for evaluation. Pc400 coils are 100% functionally evaluation during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a thoracic endovascular aortic repair (tevar) using penumbra coil 400 coils (pc400 coils). During the procedure, while advancing a pc400 coil pusher assembly through another manufacturer's microcatheter, the physician met resistance and the pc400 coil was removed. The procedure was completed using a new pc400 coil. There was no report of an adverse effect to the patient.